Event description:
Same case as #6000089-2005-01161 it was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The severely calcified, 90% stenosed lesion in the severely tortuous right coronary artery (rca) was predilated with an unknown size balloon. The physician then advanced the taxus express2 2.5 x 16mm drug eluting stent to the target area and encountered difficulty crossing the lesion and the "stent separated from the balloon catheter." It is unclear if and how the stent was removed from the pt. No pt complications occurred.

Event description:
The lesion was predilated with a 2.0x15mm balloon inflated to 14 atms. The taxus stent dislodged in the right coronary artery. The dislodged stent was removed with a retrieval device. Patient status was reported to be satisfactory.